Event description:
Customer called in and stated that they had a bed that had a broken weld.

Manufacturer narrative:
This bed frame has not been inspected yet due to not being returned yet. The customer sent pictures of the bed frame and it was determined that the bracket where the head actuator mounts onto the backbone of the bed frame broke off. A new bed frame was sent to the facility on 10/21/2014. This problem has been assigned CAPA # (B)(4) and a follow up report will be submitted upon completion of the corrective action. Metallurgical analysis report, dated 11/04/2011 on two removed sections from the bed-frame where the weld broke state that both fractures had occurred at the head affected weld zone at the toe of the attachment welds; that there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; that the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; that weld size was excessive; that heat input was excessive; that technique was poor resulting in excessive weld splatter and leaving from one to two inches of electrode (wirer) at weld terminations; that weld penetration into the attachments was satisfactory; however, penetration into the tube was minimal; and that examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push pull load which is approx 15 degrees off of horizontal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiences did not cause these fractures, but may have been a contributing factor. See scanned page.